Event description:
This charge rn doing eecp (enhanced external counterpulsation) and found one debfib pad to have exposed wiring. Defib pad replaced. This pad was the one placed in case of emergency, attached to machine.